Event description:
It was reported that during a supply change the ilet displayed an unable to proceed message when attempting fill tubing, consistent with a complete blockage involving the tube component; the user was on a 23-inch teflon infusion set, was guided to change all supplies, performed rewind, replaced cartridge, reconnected, filled tubing and cannula, and insulin therapy resumed with blood glucose unaffected and no alarms present. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in association with a complete blockage of the tubing during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.